Event description:
It was reported that during the endovascular procedure, multiple attempts were made to gain distal access by the physician. Suddenly the distal tip of the subject guidewire got fractured inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During the visual inspection, the guidewire was returned broken/fractured in 2 segments. The guidewire was noted to be kinked/bent from the proximal end. The guidewire polytetrafluoroethylene (ptfe) was noted to be peeling in multiple areas. The core wire was noted to be exposed at both fracture sites. Functional inspection could not be performed due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, microcatheter was used in conjunction with the subject device, and the patient's anatomy was not tortuous. Based on the analysis, it is probable that the guidewire experienced high tension and/or torsion forces on its distal end causing it to fracture during the procedure. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' since this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. It is probable that the kinks along the proximal of the guidewire occurred due to handling of the device. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' and 'guidewire kinked/bent' since these issues appear to be associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the endovascular procedure, multiple attempts were made to gain distal access by the physician. Suddenly the distal tip of the subject guidewire got fractured inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.